Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 488 mg/dl. The user addressed the bg level with a manual injection. During troubleshooting with tandem's technical support, the user noticed very small air bubbles in the tubing. Reportedly, the user continued to use the cartridge.